Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not power up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.